Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was frozen. The customer's blood glucose was unknown at the time of incident. The customer was called back to troubleshoot for her frozen pump but customer did not answer. The insulin pump will be returned for analysis.